Event description:
It was reported that during the implant procedure, and due to the patient's anatomy, the right ventricular (rv) lead sensing was bad, below 3 v. The rv lead was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).